Event description:
(B)(4). I was implanted with a medical device implant called essure on (B)(6) 2011. This medical device implant is now manufactured by bayer, formally by conceptus inc. My lot number is 810880, my model number is ess305. Shortly after having the essure procedure done I started having extremely heavy periods with very strong cramping in my lower back. I didn't think much about it, but it steadily got worse. I could have 7 days worth of a period in 2-3 days! The cramps are so severe that I spend at least 2 days unable to do much more than lie in bed curled in a ball. I was also plagued with excessive fatigue which has also slowly worsened. I stay bloated, and have gained 20 pounds that diet and exercise can't remove. After two years I developed chest pains. I have had several EKG's, chest x-rays, a stress test, and an echocardiogram, but no problems or defects can be found. I was treated for depression. I now also suffer from joint pain in my knees and hips. I am (B)(6) and feel like my body has fell apart since I had essure done. I am currently trying to have the coils removed, but my doctor doesn't want to do an "unnecessary" surgery. I'm sure if it was her body, she might find the surgery to be a little more necessary.